Event description:
It was reported that the pulse generator had issued a false alert for battery depletion. It was noted that the patient had underwent an ablation procedure within the last month. A firmware download successfully restored the device and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).